Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2017 with the following findings: review of the black box data revealed unexplained power on reset dated (B)(6) 2017 at 09:16 with delivery resuming at 20:31. An unexplained loss of prime event was recorded that same day at 22:28, followed by a power on reset event. The pump was powered back on (B)(6) 2017; however, no deliveries were made. Deliveries resumed (B)(6) 2017 at 11:54. The last recorded basal delivery was on (B)(6) 2017. Review of the pump revealed total daily doses added up to correctly reflect the user¿s programmed basal rates. On testing, the pump passed delivery accuracy testing and was found to be delivering accurate and within range. No delivery interruptions, errors, warnings or alarms occurred during the investigation. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 18 mg/dl. Emergency medical services was called and the patient was admitted to the hospital for hypoglycemia. The reporter stated that troubleshooting of the pump was not possible at the time of the initial report. The reporter state that they had someone look at the pump and was told that the pump was working the way it should. The reporter stated that they will call back to animas customer support when they have someone to help go through the pump so that troubleshooting can be completed. Animas customer support made several attempts to contact the reporter for more information and to troubleshoot the pump, however the reporter did not respond. This complaint is being reported because the patient reportedly experienced a serious injury with hospitalization while on insulin pump therapy possibly associated with a pump inaccurate delivery issue.